Event description:
In 2004, a 14mm asd device was implanted in a pt to close a 12mm central defect without any difficulties. The pt had no effusion at the end of the procedure. It appeared that the pt was not bleeding from the appendage. The next day, there was a significant pericardial effusion with signs of pre-tamponade. The pericardium was drained (50ml) and a pericardial tube was left in place to drain the pericardium. The liquid was pure blood (hb 11.9gm/100ml) and the pt was losing blood at +/- 4-5ml/hour. Even though the device looked perfectly placed, the physician was considering surgery to remove the device, because it may have been irritating the aorta. Bleeding from the pericardial drain stopped at 8pm the same day (a total of 120ml of pericardial effusion was lost). The pt was hospitalized in the ICU for the weekend with a pericardial drain. The physician was not sure if the pt had already stopped bleeding at the time of the pericardial drainage when the first 50ml was collected, but there was still pericardial effusion on the echo. Later when the drainage stopped, the pericardium was empty on the echo and the latest 70ml of liquid collected was probably what was seen on the echo after the puncture. The pt's echo was perfect on the morning of the following day; however, hospitalization was being extended for approximately 10 days to allow time for the clot to form an adequate scar with fibrous tissue. The pt was being closely observed to see if the bleeding started again, in which case, surgery would be considered. A week later, the physician reported that the pt did not have any effusion and was discharged from the hospital on the 9th day following the procedure. The pt will be followed closely and seen again in clinic in two days.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.